Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #54840004035, 510k #k091974, UDI# (B)(4) is cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l4/l5 pre-operative diagnosis for this procedure: adjacent segment disease at l5/s1 type of procedure or technique used: anterior lumbar interbody fusion (alif) it was reported that on unknown date, post-op, the implanted screw broke and resulted in adjacent segment disease at l5/s1. Bone fusion was completed at l4/5 and because radiculopathy occurred to l5/s1 after removal of pedicle screws at l4/5 it was scheduled to perform anterior fixation at l5/s1+ posterior instrumentation, but it was changed to use 2 intervertebral pedicle screws at l4/l5/s1 (because the broken screw was on one side, so only performed at l4, s1.). After surgery about 25 mm from the tip of the screw shaft part remained in the patient. There was delay of less than 60 min in overall procedure time as a result of this event. No patient symptoms or complications were reported as a result of this event.